Event description:
The event involved neutron that the septum was torn and a leak occurred. There were no reported patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date.the device is available for evaluation; however, has not been received.